Event description:
It was reported that during a cholecystectomy procedure, an air leak occurred. Another device was used to complete the case. There were no adverse consequences to the patient. Both devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.